Event description:
This incident was reported by the healthcare providers (hcp) office, and limited information has been made available. According to the details provided, the patient developed a contact lens or contact lens material intolerance that caused an allergic reaction and resulted in an unspecified eye infection. It is reported that the patient has been successfully refit to an alternative contact lens device and has continued use without issue. Good faith efforts have been made to obtain additional information without success. As of the date of this report additional information is unknown on the diagnosis and treatment of the allergic reaction and ocular infection. This event is being reported with an abundance of caution due to the reported unspecified infection with a lack of medical information and potential for serious injury related to some ocular infections. Should further information become available, a follow-up report will be submitted as appropriate. It is unknown if this incident involves both right and left eye. As the patient uses a different device model in each eye, it cannot be confirmed if both devices were involved in the incident. Please refer to linked manufacturer report: (B)(6) 2640128-2024-00024 for second associated incident report.

Manufacturer narrative:
Device sample returned and analyzed. All device parameters were within expected values. Record review found no issues, nonconformance's, or trends. The relationship between the coopervision device and the incident is unconfirmed, however, per the details received, this is related to a patient/device incompatibility and not related to a device failure or malfunction. It is unknown if this incident involves both right and left eye. As the patient uses a different device model in each eye, it cannot be confirmed if both devices were involved in the incident. Please refer to linked manufacturer report: (B)(6) 2640128-2024-00024 for second associated incident report.

Manufacturer narrative:
Additional medical information was received, this no longer meets the criteria of a reportable adverse event. Per information received from the treating hcp, there is no incident occurring in this eye / with this device. Manufacturers incident report is updated to reflect new details and the results of device manufacturing records review. Refer to the following fields for updated or corrected data: a2, b3, b4, b5, g3, g6, h2, h6, h11.

Event description:
This incident was initially reported under (B)(4) 2640128-2024-00025 on (B)(6) 2024, as an unspecified eye infection due to allergic reaction from contact lens material intolerance. Additional information was received from the treating healthcare providers (hcp) on (B)(6) 2025. Originally it was not known if the event involved both eyes/devices. Additional information received hpc indicates that the while material silicone hydrogel intolerance is suspected and patient has been refit to an alternative device (traditional hydrogel material), injury only occurred on the right eye (od). There is no alleged or suspected incident or injury occurring in the left (os) eye, or with this device (myday toric). Refer to associated manufacturers incident report 2640128-2024-00024 for further information. Based on the information received, the manufacturer finds that this no longer meets the criteria of a reportable adverse event. Medical information received after the date of this report will be reviewed and a follow-up report submitted as appropriate.